Event description:
The complainant reported that during a therapeutic ercp procedure on a pt (date unk), the device tip detached from the device and fell into the pt's common bile duct (cbd). The physician unsuccessfully attempted to sweep the tip from the pt's cbd using a balloon device, then obtained a retreival basket and the part was successfully removed. The complainant indicated that there was no adverse affect on the pt as a result of the reported malfunction.